Event description:
Following a diagnostic procedure, an angio-seal device was placed; the device deployed without difficulty (as would be expected), however, hemostasis was not achieved with the device. Manual pressure was held (length of time unknown), and hemostasis was achieved. Within 5 minutes, peripheral pulses were noted to be lost. A vascular consult was called, and the pt was sent for an arteriogram. The arteriogram showed blockage in the common femoral artery, and the pt was sent to the operating room for surgery. The surgeon found the anchor under the intima of the posterior wall of the vessel, and the collagen within the artery. A thrombectomy was performed in the common and superficial femoral arteries, and the surgeon's notes state that the pt tolerated the procedure well. The pt was discharged with no sequelae.